Event description:
On (B)(6) 2011, pt reported that she attempted to bolus and the buttons on the infusion device would not respond. The infusion device was not dropped within the past 48 hours. Pt also reported the protective rubber case is damaged and missing near the up button. Pt switched to the backup infusion device. The primary infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.